Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 550 mg/dl. The customer¿s incident blood glucose level was 500 mg/dl. The customer's current blood glucose is 378 mg/dl. The customer did experience any symptoms such as nausea and dizziness as a result of high blood glucose. The customer was treated with insulin and intravenous fluids. The customer stated that insulin pump had no delivery alarm. The customer was wearing the insulin pump during the hospitalization with 48 hours. Troubleshooting was not performed. The insulin pump will not be returned for analysis.